Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank. There was no harm or injury reported. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue.